Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? Product code and lot number used. Which tissue layer, at which location, was the suture was used to close? How was the stratafix suture used? What is physician¿s opinion as to the relationship of the stratafix suture to the patient broken femur? Update to patient current condition.

Event description:
It was reported that the patient underwent tha on (B)(6) 2017 and barbed suture was used. Following the procedure, the patient developed a periprosthetic femur fracture in the immediate post-op period and underwent a revision on (B)(6) 2017. On follow-up appointments, patient is noted to be progressing well since revision surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Corrected information: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.